Event description:
It was reported that the health nurse was unable to access the port for a pump refill procedure on the date of this report. It was noted that they ¿have tried everything ¿ repositioned the template and nothing was working¿. The nurse was going to call an alternate nurse / previous refill agency that had filled the patient¿s pump in the past for suggestions/tips, and if that didn¿t work, they were considering to bring the patient to radiology. The pump¿s reservoir volume was 5.9 ml at the current flow rate and the pump would become empty in 10 days; drug in the pump was baclofen. It was indicated that there was no patient symptoms; however, the patient was upset and her abdomen was tense. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Abdomen tense. (B)(4).